Manufacturer narrative:
Exact event of date is unknown.

Event description:
It was reported that the patient experienced discomfort and migration at their ipg site after losing weight. As a result, the patient underwent a pocket revision surgery on (B)(6) 2022 wherein the ipg was relocated to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.